Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the harmonic ace instrument fractured when the surgeon activated the vibrational energy. The surgeon claimed they did not touch any hard tissue or instrument. The procedure was completed using a backup harmonic ace. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragments were retrieved with the help of the da vinci endoscope. The fragment was retrieved and confirmed by visual inspection. There was no additional surgical procedure required to remove the fragment and no post-operative tests. The surgeon is unclear on what the cause of the instrument break was. The instrument was used for about half an hour prior to the break. There was no damage to the instrument prior to use when it was inspected. The functionality of the instrument was normal prior to the break. There was no instrument collision, the instrument fell inside the patient when activating the instrument. The instrument was not removed during the procedure prior to the breakage. There was no resistance upon removing the instrument from the cannula, no damage to the cannula, and no additional damage to the instrument.

Manufacturer narrative:
Based on the claim against the harmonic ace instrument by the customer noting physical damage with a fragment fall, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) failure analysis found a broken blade to be related to the customer complaint. The blade broke at roughly 0.2" from the base. The broken piece was returned. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in crack which then result in broken blades). This is considered a reportable event due to the following conclusion: it was alleged that the harmonic ace instrument broke and a fragment fell inside the patient during a da vinci-assisted procedure. The fragment was retrieved during the same procedure.